Event description:
The customer reported that she was unable to save images, when pressing save button. No patient injury was reported.

Manufacturer narrative:
The ge service rep erased the service nodes, reloaded nodes, software (customer provided), cal files and verified unit saves images. Unit saving images as intended.